Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 18 mg/ml for an unknown total dose and dilaudid 10 mg/ml for an unknown total dose via an implantable pump for non-malignant pain. It was reported the pump had been alarming or beeping for almost 5 days. Patient stated he has been without a healthcare provider (hcp) since (B)(6) 2016, and was told doctor (B)(6) was going to take over his case, but the registered nurse who was supposed to call him never did. It was stated patient called and someone else was supposed to call him back, but he had not heard from anyone. Patient had called other healthcare providers and no one was accepting new patients or medicare. The patient was provided with the locator site. The pump started to beep on (B)(6) 2016 and patient started to get sick on (B)(6) 2016. Patient inquired about the pump running when it is empty and it was reviewed that the pump will not dispense anything if there was no medication and the concern was damage to the internal components of the pump. It was reviewed that if the patient had questions about what to expect medication wise that he would need to discuss that with a healthcare provider. On (B)(6) 2016 patient called back and stated his pump had been empty for 10 days. No further information was available. Additional information was received on (B)(6) 2016 from a manufacturer representative which stated they received a call from a healthcare provider (hcp) to silence the empty reservoir pump alarm as the patient was new to this hcp, his previous hcp was no longer managing the pump, and the pump was empty. Caller was educated on silencing the pump alarms and other information related to their inquiries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturing representative. It was reported that as of (B)(6) 2016, the patient's pump was still empty and alarming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.